Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On an unreported date, dianeal therapy was withdrawn and on an unreported date, the patient was placed on hemodialysis therapy. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.